Event description:
Account reports two incidents in one day in which leakage occurred at the base of the hand pump. One set had small amount of leakage and the other set had a larger amount. Rptr did not know if pressure was being applied. Also, rptr stated rptr did not know if blood entered orifices. However, no pt or "hcp" compromise was reported. No problems since the two incidents. Samples discarded due to being contaminated with blood.